Manufacturer narrative:
Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 300 mg/dl and insulin injection was used to address the bg level. Tandem technical support had the customer perform a system check and it appeared that the occlusion was within the cartridge.